Event description:
Clinical consultant was on-site during a new install go-live reported that a nurse had informed her that this set was noted to have dripping in the drip chamber even though the set was out of the pump and the roller clamp was closed. Upon further inspection the nurse found the fluid was leaking out of the middle port, which is above the roller clamp. IV solution was plain maintenance fluid. There was no report of pt harm or medical intervention. Clinical consultant stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.